Manufacturer narrative:
(B)(4). Event date: the suspected peritonitis occurred on an unspecified date in 2015. This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an unspecified infection that was reported to be possible peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event. Treatment was reported as "medication was given to put in the extraneal bags." At the time of this report the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.